Event description:
It was reported that a user¿s ilet system did not display glucose readings after starting a new dexcom g7 continuous glucose monitor (cgm) sensor and instead prompted for a transmitter number; the user had inadvertently set the ilet cgm type to dexcom g6, which prevented pairing, until guided to select dexcom g7 and complete pairing after which readings appeared on the ilet. No adverse clinical symptoms reported. Outcomes included restoration of cgm data on all platforms after reconfiguration and successful pairing. User support included guided troubleshooting and user education on selecting the correct cgm type and pairing workflow. Investigation of this case revealed an operational use error related to incorrect cgm type selection in the device settings that led to a pairing failure; the device and sensor hardware were functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.